Event description:
Event was reported to caldera medical by an attorney. The pt has suffered constant pelvic and rectal pain, pain during sex, vaginal bleeding, intense hip pain, leg pain, left-sided back pain, mesh erosion and extrusion through vaginal wall requiring two additional surgeries, multiple adhesions, rectal prolapse, and recurrent stress urinary incontinence. No further info has been provided.